Event description:
New information received states that the infection issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that when patient presented for a post operation follow up, redness was observed at the implantable pulse generator (ipg) site and infection was suspected. Patient was given oral antibiotics. The ipg site was explanted as a result. There were no complications during the procedure.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.